Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the common femoral artery with moderate calcification. The 7 x 60 mm armada 35 balloon catheter was prepared per the instructions for use (IFU), prior to use in the anatomy. The armada 35 was advanced without issue and inflated to 6 atmospheres (atm); however, the balloon ruptured during the first inflation. The device was removed without issue and a new armada 35 balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.